Event description:
It was reported that the device package was opened. The patient presented with lower extremity arterial occlusion. A 2.50mm x 100mm, 150cm ranger sl balloon catheter was selected for dilatation. However, during unpacking, it was observed that the package inside was opened and so the device was not used. The procedure was completed with another of same device. No patient complications were reported, and the patient status was stable. It was further reported that in the operating room, the outer package was opened and it was found that the sterile pouch was not sealed. The sterile bag inside was not sealed and might be compromised. No visible tear or hole noted in the inner package.

Manufacturer narrative:
Device evaluated by MFR: the ranger sl dcb was returned for analysis. The device was received undamaged sealed inside the inner pouch and inside the outer box carton. The blue tear tab seal on the box carton had been opened.

Event description:
It was reported that the device package was opened. The patient presented with lower extremity arterial occlusion. A 2.50mm x 100mm, 150cm ranger sl balloon catheter was selected for dilatation. However, during unpacking, it was observed that the package inside was opened and so the device was not used. The procedure was completed with another of same device. No patient complications were reported, and the patient status was stable.